Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touchscreen is now shattered and unresponsive. Reportedly, the touchscreen remains black. Customer had elevated blood glucose levels in the 500 (mg/dl) range. An insulin injection was delivered to stabilize blood glucose levels. Contact confirmed that the customer has a back up method for continued insulin therapy.